Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2025, the 2.5x38 mm esprit btk scaffold was implanted in the left proximal anterior tibial artery (ata). On (B)(6) 2026, the patient was re-admitted to the hospital from the cardiologist's office visit with foot pain, reportedly managed with medication. It was noted that the left foot was not as red or swollen. Revascularization was performed with balloon angioplasty in the left, superficial femoral artery, popliteal artery, anterior tibial artery, including the study scaffold/target vessel. The 100% stenosis was successfully reduced to 10% stenosis. This patient has had a previous occlusion filed under MFR report # 2024168-2026-00417. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of stenosis and pain are listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.